Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/26/2017 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. All of the keypad buttons were responsive to button presses. The keypad cover was removed and no contamination or damage was observed to the button contacts. The complaint of unresponsive keypad buttons was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.